Event description:
Patient was a male who presented with stroke symptoms. Mechanical thrombectomy was first attempted with the penumbra system without success. After that, 4 retrieval attempts were made using the merci retriever v 2.5 firm followed by 1 retrieval attempt with the merci retriever v 2.5. Soft. The v 2.5 soft device fractured and the distal device fragment was retrieved using a snare. The patient was left with a partial occlusion of the m2 segment of the middle cerebral artery and no further complications. The retrieved distal device fragment was returned for evaluation. The core wire fractured just proximal from the proximal end of the retriever helix. The fracture surface was indicative of a torsional failure mode. The retriever IFU has a warning with recommendations to reduce the risk of fracture. The physician indicated, there was plaque in the vessel and he torqued the retriever up to 5 revolutions (up to but not beyond the IFU warning limit). He also indicated that he maintained the microcatheter position up to the helix loops as recommended in an IFU warning intended to prevent risk of fracture.

Manufacturer narrative:
The device history record was reviewed and no anomalies were found.